Event description:
It was reported that the ilet charging pad cable was loose and required a specific position to charge properly, while the pump functioned and blood glucose remained stable. Symptoms included no reported adverse clinical effects. Outcomes included no change to therapy and no need for medical intervention. Investigation included customer interview and troubleshooting. Investigation of this case revealed a suspected malfunction of the external charging cable consistent with intermittent connection. It was concluded that the event was related to a malfunction of the charger accessory, and a replacement charger was provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.